Manufacturer narrative:
The investigation did confirm the problem. The silicone housing which surrounds the siphon guard was torn. The valve was returned for evaluation, but the siphon guard was not returned. The serial number of the valve was found and the product code was found. The valve was on position 60 mmh2o when returned. The valve was examined visually and under microscope at appropriate magnification. The examination revealed that the silicone housing which surrounds the siphon guard was torn. This type of damage would have been detected during the manufacturing inspection tests, all valves are checked for leakage and no leakage was noted on this valve. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released in 2003. The likely root cause of the torn condition of the silicone housing was believed to be that the valve housing sustained some form of mechanical damage during the implantation procedure, a small cut or a sharp edge of an instrument may have been the cause of the beginning of the crack. It could also be likely that there was a cut or abrasion on the housing during the surgical procedure, which resulted in a further propagation of the tear during the implantation period or when the device was explanted. However the exact root cause of the damage could not be precisely determined. No corrective action is needed based on the results of the evaluation. Regarding the cracks in the silicone housing, some additional warnings about the susceptibility of the silicone housing to abrasion, cuts, etc. Were added in the product insert for chpv products. It warned health care users to exercise extreme care when handling silicone components. Silicone has low cut and tear resistance. A long term action is underway through the development and implementation of a new mold for the housings, which would reduce the likelihood of the propagation of any small damages to the silicone material. Trends will be monitored for similar complaints. At the present time this complaint is closed.

Event description:
Sales rep reported that a programmable valve has a broken siphon guard and was removed and replaced. No patient adverse events such as death or serious injury experienced as a result of valve breakage.